Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a catheter was placed on a patient and a leak occurred when the balloon was filled with water. The balloon was empty after the leak and the catheter was replaced. It was later reported from bard (B)(4) on (B)(6) 2018 that it appeared that water was pearling from a hole.

Event description:
It was reported that a catheter was placed on a patient and a leak occurred when the balloon was filled with water. The balloon was empty after the leak and the catheter was replaced. It was later reported from bard australia on (B)(6) 2018 that it appeared that water was pearling from a hole.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family is unknown therefore we were unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.